Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the distal setup joint (suj) and the universal surgical manipulator (usm). The fse also replaced the headrest due to degradation. The headrest was a scrap item and will not be returned back to isi. The system was tested and ready for use. Isi did receive the distal suj to perform failure analysis (fa). Fa installed distal suj onto golden system where faults were replicated. Fa tested on psc fixture test platform (pftp) where it failed to read wrist encoder. After testing was complete, wrist encoder and cabling were inspected, and no faults could be identified. Installed golden axes controller tornado (act) board and fault remained. As a result of these findings, fa concluded that the wrist zettlex encoder, encoder cable assembly, and act board are consistent with the reported event. Isi also received the usm to perform fa. The reported failure was confirmed and replicated. The unit was tested on an in-house system and triggered error 23137. The error was confirmed in the log pointing to an issue with the yaw. The unit was also tested on a test platform and failed the current, sensors check, and sine cycle tests. There was no fluid intrusion/physical damage observed on the usm.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical support engineer (tse) that error 23103 occurred with universal surgical manipulator (usm) 4. The customer rebooted the system, but the issue was not resolved. The tse explained that the user might be able to continue the operation with 3 usms. The site decided to switch the patient side cart (psc) with another system. The procedure was converted to another da vinci system with no reported injury.